Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted from the patient's operative eye on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Through follow up additional information was provided. The patient¿s gender, serial number of the device, and date of implant was provided. The affected eye was the left eye and the replacement lens was a non - j&j surgical vision lens. There was no patient injury and there was no other medical or surgical intervention required. The patient was reported to be doing fine post-surgery. As the serial number was provided and additional information was received the following sections have been updated accordingly: gender/sex: male. Expiration date: 09/05/2022. Serial number: (B)(4). UDI number: (B)(4). Catalog number: zxr00u0220. If implanted, give date: (B)(6) 2017. Device manufacture date: 09/05/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/01/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a zip lock bag. Visual inspection with the unaided eye shows that the product is cut in pieces, most probably to make the explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.